Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 46 mg/dl. The customer did not eat anything or did not bolus. Reportedly, the customer believed that insulin may have been pooling in the interstitial fluid and then was released all at once. The customer reported to be hypothesizing and did not allege an issue with the site. Bg was addressed with glucose and by the customer setting a temporary basal rate to stop insulin delivery. The customer reported a bg of 201 mg/dl during a follow up.